Event description:
An endurant ii stent graft system was implanted during the treatment of an abdominal aortic aneurysm. It was reported approximately 2 years post the index procedure the patient presented at another hospital with back pain, CT showed a type b aortic dissection and the patient was hospitalized. The site assessed the dissection as not related to the device, procedure or an underlying condition.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c124ej, serial/lot #: (B)(6), ubd: 03-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.